Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging as the ipg kept tilting and losing connection and taking a long time to charge. The patient will undergo a revision procedure wherein the pocket site will be relocated.